Event description:
We have now received several reports from our techs and pharmacists of potential particulate in IV lines when preparing hazardous IV drugs using the cl-12 is accessed using a standard IV administration set. We noticed the particulate when we prime the line. We have noticed this phenomenon with multiple IV sets and in testing 10 set ups, this occurred in 3, in similar set ups without the cl-12 there was no particulate noted, which leads us to believe that the cl-12 is the source of the particulate.